Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed with fluoroscopy, and images were saved. However, the actual exposure was not possible. A field service engineer (fse) visited the site and found that the system was able to perform fluoroscopy; however, image acquisition was not possible. Analysis of the log file confirmed the reported malfunction and found that the tube parameters were out of the expected range. The fse performed a tube adaptation to resolve the issue. After that, the system was returned to service in good working order. The codes were updated based on the investigation outcome.